Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have faulty sensors. One sensor does not have a needle and the electrode could not penetrate the skin. Another sensor did not last the full 6 days. Troubleshooting advised customer on calibration and indicated that the sensors would be replaced.